Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons multi pack vaginally for menstruation (lot number 2922m7396, frequency and expiration date unspecified). After an unspecified duration, one night, one regular tampon string broke off before usage of the device. She used another tampon and on the next morning, while removing, the string broke off and the entire tampon was stuck in her body. After an unspecified duration, she removed the tampon out of her body. She stated that she had been using the o.b tampons for over twelve years without experiencing any adverse events. The action taken with the device was unknown. The report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013 as a correction to manufacturer report number 8022269-2013-00030 version 0. The product involved in complaint is not same/similar to a us product as such this complaint is not reportable in the us and should not have been submitted to FDA. This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(6) 2013, for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons multi pack vaginally for menstruation (lot number 2922m7396, frequency and expiration date unspecified). After an unspecified duration, one night, one regular tampon string broke off before usage of the device. She used another tampon and on the next morning, while removing, the string broke off and the entire tampon was stuck in her body. After an unspecified duration, she removed the tampon out of her body. She stated that she had been using the o.b tampons for over twelve years without experiencing any adverse events. The action taken with the device was unknown. The report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received from quality assurance on (B)(6) 2013: the consumer reported problem is with the is the "regular"; tampon contained within the multi pack, and therefore the complaint / investigation needs to be conducted for the "regular"; product. Therefore the product involved is ob regular digital tampon ca and specific lot number was not specified by consumer. This product is not same/similar to a us device. The report remains assessed as non-serious. The company causality was assessed as possible. This case is not reportable in us.